Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor showed out of range impedance measurements on the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels. There was also two signal artifact monitoring events from the same day as the out of range impedance measurements. Upon review, boston scientific technical services (ts) noted that there was noise on several episodes and it appeared to be possible minute ventilation signal. Ts noted that the lead impedance trends showed stable impedances for the ra and rv leads in the 300 to 400 ohm range that then elevated to 1000 to 1200 ohms. The impedance then decreases to less than 200 ohms for a single daily measurement. The pacing impedance then increases to greater than 3000 ohms. The lv lead showed comparable patterns in lead impedance trend without the decrease to less than 200 ohms. Ts discussed possible reasons this could occur and suggested following up with the patient. The cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the remote home monitor showed out of range impedance measurements on the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels. There was also two signal artifact monitoring events from the same day as the out of range impedance measurements. Upon review, boston scientific technical services (ts) noted that there was noise on several episodes and it appeared to be possible minute ventilation signal. Ts noted that the lead impedance trends showed stable impedances for the ra and rv leads in the 300 to 400 ohm range that then elevated to 1000 to 1200 ohms. The impedance then decreases to less than 200 ohms for a single daily measurement. The pacing impedance then increases to greater than 3000 ohms. The lv lead showed comparable patterns in lead impedance trend without the decrease to less than 200 ohms. Ts discussed possible reasons this could occur and suggested following up with the patient. The cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported.